Manufacturer narrative:
(B)(4). The returned complaint device passed exterior visual inspection and the vibration drop test. A review of the receiver data log found no errors related to the incident. Global receiver functional testing resulted in no failures related to the customer complaint. The reported fault could not be reproduced. The customer complaint could not be confirmed.

Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015 to report no vibration on (B)(6) 2015. No medical intervention or injuries were reported.